Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two onyx frontier coronary drug eluting stents were implanted in a patient. Approximately 29 months post procedure the patient reported that one of the stents had restenosis and that they had a heart attack. It was also reported that approximately 3 months after the heart attack, the patient went to the cath lab where it was discovered that one of the stents was 20% blocked and there was a pinch in the tube portion of the stent. It was not possible to place another stent, therefore the patient was scheduled for open heart surgery for a 6-vessel bypass surgery. No further patient complications have been reported as a result of this event.